Event description:
Philips received a report from a customer that the table top slid on the floor. There were no reported injuries concerning this issue.

Manufacturer narrative:
When investigation is completed a follow-up report will be sent. (B)(4).